Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The proximal pig tail of the ureter stent did not have the rigidity to form the pig tail. It would not curl appropriately. During removal, the tether on the device stretched and snapped. When the physician removed the device from the patient, fragments of the tether had to be removed from the patient with forceps. The broken tether and fragments were reported on MDR# 1820334-2015-00842. The physician elected to use a secondary stent (another manufacturer) and the procedure was completed without further issue.